Event description:
It was reported that patient underwent a knee revision due to tibial insert wear. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown femoral, catalog#: ni, lot#: ni. Unknown tibial tray, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was confirmed by review of photographs. Visual examination of the provided pictures identified the articulating portion of the implant shows signs of wear and pitting. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.